Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer called concerned with test results from results obtained of 88, 121, 171, 88 and 96 mg/dl. Per customer, she is comparing results to her "old meter"; actual meter to meter comparison results were not provided. The customer stated her expected blood glucose test result ranges are below 100 mg/dl am fasting and below 170 mg/dl 2-hours post meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer 2-hours post meal and produced test results of 103 mg/dl and 121 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 03/26/2027 and per the customer the test strips were opened 6 days prior to the call. The meter memory was reviewed for previous test result history: result 1: 88 mg/dl , date: (B)(6) 2026 , time: 12:21 pm 2 hrs. After meal, result 2: 121 mg/dl, date: (B)(6) 2026 , time: 12:21 pm 2 hrs. After meal, result 3: 171 mg/dl , date: (B)(6) 2026, time: 8:39 pm 2 hrs. After meal , result 4: 88 mg/dl, date: (B)(6) 2026 , time: unknown fasting , result 5: 96 mg/dl, date: (B)(6) 2026 , time: unknown .

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 16-mar-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.